Manufacturer narrative:
The root cause was the measuring cell which was overdue for replacement. An issue with the measuring cell can cause discrepant results.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The patient arrived at the emergency department (ed) and a elecsys troponin t stat assay (tnt-hs) was requested on the cobas 8000 e 602 module (e602). All results were released outside of the laboratory, and all are in units of ng/l. The initial result was 167. The ed physicians questioned the high result since it did not match the patient's previous results, clinical picture, or ECG and requested results from two new samples. On (B)(6) 2017, the results from the two new samples were <3 and <3. To rule out the possibility of patient result mismatch, the customer repeated the original sample on a roche e601 instrument in duplicate. The results were 8.40 and 7.66. The two new samples were tested on the e601 for other analytes to see if the results matched the initial sample, and the results were consistent. On (B)(6) 2017, the original sample was repeated on the e602 with a result of 7.73. There was no allegation that an adverse event occurred. The patient has been discharged. The tnt-hs reagent lot number and expiration date were not provided. Quality controls were acceptable. The customer has not had any issues since this event with this sample. The customer did not know when the measuring cells were last changed or how many determinations the cells have carried out. The cell counts were very high. Investigation activities are ongoing.